Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that after replacing a device due to normal battery depletion no anomalies were seen on this right atrial lead sensing. Due to the fact that this patient had atrial fibrillation impedances and pacing thresholds were not measured. A new device was connected to the right atrial lead, this right atrial lead was implanted for the future as the device was programmed to vvi and the pocket was closed. A final check of the right atrial lead revealed that the pacing impedances were out of range. In addition no sensing could be obtained on this right atrial lead. X-rays did not reveal underinsertion. A revision was not performed as the patient was being paced only five percent in the ventricle. The patient will be evaluated in one week. No adverse patient effects were reported. Additional information received noted that the right atrial pacing impedances had decreased and were within normal range. The system remains implanted.